Manufacturer narrative:
On (B)(6) 2021, the customer alleged the insulin pump is not working. She got it wet and the insulin pump wouldn't come on. She noticed there is a crack on the insulin pump. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, missing display window cover, end cap address label faded, case cracked at the battery compartment and cracked battery tube threads. The insulin pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download trace/history files using thus due to blank display. The insulin pump was cut open to perform visual inspection and moisture damage was found on the electronic assembly electrical board 1 and electrical board 2, motor and force sensor. Cleaned electrical board 1 and electrical board 2 with isopropyl alcohol and the blank display persist. Blank display is due to moisture damage on the electronic assembly electrical board 1 and electrical board 2. A test p-cap does lock into place inside the reservoir compartment properly. Blank display, moisture damage, and cosmetic damage are confirmed. The blank display is due to moisture damage on the electronic assembly electrical board 1 and electrical board 2. The insulin pump had the case cracked at the battery compartment and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had damaged retainer ring. Customer stated that there pump was not working. Customer got wet and insulin pump was not turning on and they noticed crack on the insulin pump. Customer also stated that reservoir was able to lock in place. No harm requiring medical intervention was reported. The device will be returned for analysis.